Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of perforation ("perforation of organs") in an adult female patient who had essure (batch no. 626814) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. In 2009, the patient had essure inserted. On an unknown date, the patient experienced perforation (seriousness criteria medically significant and intervention required), pelvic pain ("pain") and haematuria ("microscopic hematuria"). The patient was treated with surgery (to remove the essure implant). Essure was removed in 2012. At the time of the report, the perforation, pelvic pain and haematuria outcome was unknown. The reporter considered haematuria, pelvic pain and perforation to be related to essure. Most recent follow-up information incorporated above includes: on 13-jun-2018: pfs received. New event microscopic hematuria added. Lot number added. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of perforation ("perforation of organs") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. In 2009, the patient had essure inserted. On an unknown date, the patient experienced perforation (seriousness criteria medically significant and intervention required) and pelvic pain ("pain"). The patient was treated with surgery (to remove the essure implant). Essure was removed in 2012. At the time of the report, the perforation and pelvic pain outcome was unknown. The reporter considered pelvic pain and perforation to be related to essure. Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of perforation ('perforation of organs') in an adult female patient who had essure (batch no. 626814) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced perforation (seriousness criteria medically significant and intervention required), pelvic pain ("pain"), haematuria ("microscopic hematuria"), abdominal pain ("abdominal pain"), urinary tract infection ("uti"), migraine ("migraine") and nausea ("nausea"). The patient was treated with surgery (to remove the essure implant). Essure was removed on (B)(6) 2012. At the time of the report, the perforation, pelvic pain, haematuria, abdominal pain, urinary tract infection, migraine and nausea outcome was unknown. The reporter considered abdominal pain, haematuria, migraine, nausea, pelvic pain, perforation and urinary tract infection to be related to essure. The reporter commented: three coils were visualized outside of the tubal ostia(right side). Two coils were visualized outside the tube(left side). Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 22-nov-2019: pfs received : events - abdominal pain, urinary tract infection, migraine, nausea were added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
Spontaneous case was reported by a lawyer and describes the occurrence of perforation ("perforation of organs") in an adult female patient who had essure (batch no. 626814) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. In 2009, the patient had essure inserted. On an unknown date, the patient experienced perforation (seriousness criteria medically significant and intervention required), pelvic pain ("pain") and haematuria ("microscopic hematuria"). The patient was treated with surgery (to remove the essure implant). Essure was removed in 2012. At the time of the report, the perforation, pelvic pain and haematuria outcome was unknown. The reporter considered haematuria, pelvic pain and perforation to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2018: unlocked for quality safety evaluation of ptc. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.